Manufacturer narrative:
Follow-up #1 (09/07/2011) - device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. In addition, the customer sent a different lot # of test strips to lifescan instead of the reported/subject test strips. Also, the returned test strips were expired and were therefore, not tested. The retain test strips were tested and no faults were found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k # is k082590.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to her feelings and/or past readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that on (B)(6) 2011 at 5:00pm she obtained an alleged high reading in the "500s mg/dl" with the subject meter. The patient informed the cca that she manages her diabetes with insulin (on insulin pump). In response to the alleged high result, the patient claimed she took 3.5 additional units of insulin (type unknown). Approximately 1 or 2 hours after taking the increased dose of insulin, the patient claimed she developed symptoms of feeling lightheaded and shaky. It is not known what treatment, if any, the patient received in response to the symptoms. At the time of troubleshooting, the cca walked the patient through a control solution test and noted that the result fell outside of the specified range. The patient confirmed that the test strips were in good condition and within their expiration date. Replacement product was sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.